Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that an alternative testing site (toe) was used to take bg readings and the patient is under 2 years of age. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported the patient is less than 2 years old. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom g5 mobile cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes. In addition, it was reported that an alternative testing site was used (toe) to calibrate the dexcom cgm system. It should also be noted that the dexcom g5 mobile continuous glucose monitoring system states: using a blood sample from non-fingertip (alternate) sites such as the palm, forearm or upper arm for meter readings. Do not use alternative site testing to calibrate the dexcom g5 mobile cgm system, only use fingerstick measurement. Alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event. However, a root cause for the reported inaccuracies cannot be determined.

Manufacturer narrative:
(B)(4) relevant tests/laboratory data, including dates - correction. If follow up, what type? Correction. Correction to sr number in manufacturing narrative.